Event description:
A false positive advia centaur toxoplasma g result was obtained on a pt sample. The customer performed testing on a new sample twice and the results were negative. Repeat testing was performed on the original patient sample and the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g result.

Manufacturer narrative:
Add'l exp date: 11/19/2010. Add'l lot#: 170. A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive toxoplasma g result is unk. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
Add'l exp date: 11/19/2010. Add'l lot#: 170. A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive toxoplasma g result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A false positive advia centaur toxoplasma g result was obtained on a pt sample. The customer performed testing on a new sample twice and the results were negative. Repeat testing was performed on the original patient sample and the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive toxoplasma g result.